Event description:
During the urology procedure, the surgeon noted that the ureteroscope did not produce a video image. This was a newly installed scope brought into the facility. The scope was removed from service and brought to biomedical for service and reporting. Device manufacturer arrived and removed scope from service for exchange. Biomedical requesting failure report to determine if out of box failure or if device received damage from use as indicated by mfg. Manufacturer response for digital video ureteroscope, (brand not provided) (per site reporter): manufacturer to determine cause of failure. Biomedical requesting report out for failure cause. This is a multiple failure device in the last few weeks.